Manufacturer narrative:
The returned sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. A review of the device history record revealed no manufacturing anomalies. This event could not be recreated; therefore, this complaint is not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, when the shunt sensor was placed in the arterial line of the circuit, one of the luer lock connections leaked. No known impact or consequence to the patient; product was changed out; surgery was completed successfully.